Event description:
It was reported that the implantable pulse generator was inoperable. It is unknown when the patient lost therapy. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.